Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a ganz-osteotomy procedure (or), it was observed that the compact air drive device kept running while the trigger was released. According to the reporter, the trigger came back but the drill did not stop. It was further reported that the surgeon adjusted the screw to the right place, and loosened the drill but still the device did not stop. The reporter further indicated that the screw drilled in far too deep, until the drill stopped by itself. It was determined that this caused fracture on the pelvic bone block, which needed a re-fixation with screws and wires; however, the joint was not damaged or entered. As a consequence, it was determined that the patient would definitely need a redo-surgery in order to remove the extra fixation materials, like cerclages and wires. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There was patient involvement reported. The reporter indicated that the recovery of the patient is far from normal. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was observed that the trigger was stuck due to the device not being oiled according to the manufacturer¿s recommendation. In addition, several dimensions were examined relating to the trigger function and no significant deviations were identified. It was further determined that the roughness in the handle hole was above the predetermined ¿ra0.8¿, at a measured value of ¿ra1.05¿. However, this was not related to the reported malfunction. It was determined that the difference was marginal, and could occur after a certain period of time. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate